Event description:
While using the magnet in surgery to retrieve a metal fragment from patient's eye the magnet failed. We let the magnet cool for twenty minutes at a time and continued using, until the foreign body was removed. It was the only means of retrieving the foreign body in the patient's eye. The patient was not physically harmed, but it did extend his operating time by several hours.